Event description:
This patient has a history of coronary artery disease who had discontinued coumadin oral medication one week prior to admission in 2002, for insertion of a sparc sling on that day. No obvious bleeding at closure. Patient's blood count dropped significantly in the post-op recovery room. Bleeding became obvious at 36 hours post-op. Uterine vessels were embolized at that time in hopes of arresting the bleeding. On day 10 post-op the hematoma became infected necessitating placement of a "pigtail drain" through the buttocks. Patient was in ICU for several days then transferred to the regular medical unit for observation. Patient at this time is doing well, there have been no problems with the implant sparc system. Patient is a jehovah's witness negating the use of blood transfusions.